Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of device memory found this device exited storage mode on (B)(6)2016, with valid lead impedance measurements beginning (B)(6)2016. It was suspected the implant date provided in the complaint was in error. There were no threshold tests found in the device memory. The device was received in vvi mode with a 30 ppm lower rate limit and unipolar lead configuration. The last program date in the device memory was (B)(4)2017, the date of the explant. Laboratory analysis was not able to confirm the reported clinical observations of high threshold and impedance measurements. The device passed all testing.

Manufacturer narrative:
The explanted products were expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that at a pacemaker follow-up six months post-implant, the device an right ventricular (rv) lead exhibited high pacing threshold measurements. Thresholds were tested several times, with no improvement. A revision procedure was performed. The right atrial (ra) lead was tested with normal values observed. However, the rv lead now exhibited high, out-of-range pacing impedance measurements. The lead was explanted and replaced. As the cause of the out-of-range impedance and threshold measurements was not determined, the device was also replaced. No additional adverse patient effects were reported.